Event description:
It was reported that in cws, if the user selects an observation order, selects the "status" button, then selects "all orders in this cycle's date range", all approved orders in the care plan (including drug orders) return to pending. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.